Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the system experienced difficulty performing a spin in surgery. When the site pressed the button on the handswitch, nothing happened. There was no spin taken, and no warning/error messages were displayed on the pendant. The site attempted another spin, again nothing happened. The site then reopened and reclosed the system gantry. On the third attempt to take a spin, the operator of the imaging system made an effort to exert extra pressure on the handswitch button. This time, a spin was successfully taken, and the rest of the surgery continued without issue. Site was unsure if the handswitch pressure or the reopening/reclosing of the gantry resolved the issue. This issue occurred intraoperatively and no further information available.

Manufacturer narrative:
H6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: updated b5, annex f codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received "medtronic received information regarding an imaging system being used for t2-t6 posterior spine fusion procedure. There was 10 mins (less than one hour) of surgical delay and no impact on patient outcome".